Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead failed to pace. The lv lead was not used. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.